Manufacturer narrative:
Device not returned.

Event description:
It was reported to philips that the battery won't charge. There was no patient involvement.

Event description:
It was reported to philips that the battery won't charge. The customer requested assistance from a philips representative. The customer explained that the battery for their device was faulty and required replacement. The service order was initiated by the customer as a means to obtain a replacement battery with no onsite evaluation requested. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a depleted or faulty battery. Upon evaluating the returned battery, it was verified that the component was unable to charge in either the heartstart mrx device or a cadex charger. It was noted that when inserted into the cadex charger, the unit yielded a ¿fail 160 ¿ bad fuse or driver¿ error message after failing to trickle-charge. Per the authorized technician, the cause for the ongoing error was subsequently traced to a communication error with the gas gauge. The battery was confirmed to be faulty and the component was scheduled to be scrapped. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery (18234-0069-p). Per customer request, a replacement battery was ordered to resolve the noted issue. The device remains at the customer site and no further evaluation is required at this time.